Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
Surgeon reported via our sales rep, that the nail broke.